Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported the physician treated the right distal sfa with an everflex 6x120mm stent using the entrust delivery system. Almost two months later the angiographic core lab sent a list of problem films with queries. The query was regarding confirmation of stent length. It was reported approx. 20 days later via email that there was stent elongation. Evaluation summary: two annotated cine images associated with the initial report were received for evaluation. The images document an everflex entrust stent in its pre-deploy state and post-deployment. A radiopaque tape was in both images but calibration of the tape to the stent length is suspect. The reported stent length (in either image) appears shorter than the length reflected in the tape dimensions. That is, the pre-deployed stent is reported as 124.9 mm but appears to be approximately 138mm when compared to the tape. The post-deployed stent is reported as 140.3 mm but appears to be 155 mm when compared to the tape. As a result, the actual length dimension of the stent in either image is unknown. The length of the deployed stent appears to be approximately 12% longer than the length of the undeployed stent. Evaluation of the strut configurations within the image of the deployed stent indicate stent elongation starting approximately 55 mm from the distal end. The elongation continued to approximately 20mm from the proximal tip. A cine summary of the procedure that included the deployment of the stent series was received for evaluation. The series starts with the stent fully contained in the entrust outer sheath (first image) and progresses until the stent is full deployed. The distal edge of the stent remains relatively stationary but the (proximal) retainer and proximal edge of the stent migrates proximally starting with the third image and continues to migrate in the fourth and fifth (final) image. The stent edge/ retainer migration is reflected in an elongation of the stent cells (strut deformation) and an increase in stent length. Please note that this device (protege everflex stent with entrust delivery system) is not marketed in the united states; however, the stent is similar to the stent in the united states marketed device (protege everflex) approved under PMA # p110023. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.